Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A conclusive cause for the reported physical resistance of the gripper line cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: device code 2017 removed.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During gripper line removability, the physician felt more resistance than normal; however, was able to continue with deployment. After the lock line was removed and the clip was deployed, the gripper line was noted to be stuck. Troubleshooting was performed, adjusting the curves but the gripper line could still not be removed, so the physicians decided to remove the cds and pull the gripper lines from the sgc. Once the cds was out and the gripper lines were exposed via the sgc, the physician was able to remove the gripper line with no further issues. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.